Event description:
Patient was undergoing a left breast needle wire localization with sentinel node injection. Radiologist tested the needle and wire by moving them into each other before placing the wire into the patient's left breast. He placed the needle into the patient and when he was removing the needle to deploy the wire, the wire got pulled back with the needle. Radiologist had to start over with a new needle and wire causing the patient to have to undergo a second needle stick.